Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm a21. Customer's blood glucose was unknown mg/dl. Customer checked alarm history and found a21 and a17. Customer stated a temp basal was not programmed before the a21 alarm occurred. Customer stated that the device was not stored or not in use for an extended period of time. The customer was advised to monitor the insulin pump. The customer wants the device be replaced. Customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The insulin pump alarmed after a battery change due to a broken solder joint on the interface circuit board. The insulin pump passed the displacement test and the self test with no error alarm. The insulin pump had minor scratches on the display window.